Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm . Vessel morphology is unknown. It was reported that the patient was found to have an occluded ipsilateral (right) limb. There is also a talent bifurcate previously implanted. The limb is occluded in the area of the talent bifur where there is no stent. The area is posterior and slightly kinked. The physician treated a groin complication on the opposite side unrelated to the occluded graft. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of returned films revealed that the talent bifurcate was positioned just below the renals. The ipsilateral limb and an aneurx extension were placed into the right common iliac, and aneurx limbs were placed into the left common iliac. The ipsilateral/right limbs were occluded beginning at the flow divider, with the blood flow returning at the right external iliac. The contra limbs were patent. The ipsilateral limb, near the stentless region, was found kinked approximately 90 degrees. The max diameter aaa was 8.8cm. No endoleak was seen. Earlier post-implant images were not provided; therefore the in-vivo configuration of the stent graft during the implant duration could be assessed. The cause of the occlusion was likely due to the kinked stent graft, which may have been caused by aneurysm morphology changes.